Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was unable to power up. During investigation, the power prongs were reset, and patient noted burnt marks on the transmitter. The transmitter was replaced. The patient was not seen in clinic since last visit in (B)(6) 2018. No further information available at this time.